Manufacturer narrative:
The device is not available for investigation. Since the device will not be returned for investigation and the lot number was not known, a complete investigation could not be performed. It was reported the device was not connected to hosp vacuum equipment and set to 200 to 400 mmhg vacuum range. Instead, the device was connected to the outflow tubing of an fms pump to control suction. The attachment of the device to the fms irrigation pump is not prescribe in the arthrowand instructions for use. It is unk how the device will operate under these conditions. The injury to the pt may have due to inadequate irrigation, however, no conclusion can be made.

Event description:
On march 20, 2008, a clinical incident involving a multivac tristar 50 arthrowand was reported to arthrocare corp. Approx six weeks following the initial procedure performed on two and a half months earlier, a second procedure was performed to treat cartilage damage to the internal femoral roll with local bone degeneration and a marked joint effusion. It was reported the physician suspected the cartilage damage was caused by the effect of heat during the resection of the posterior horn of the medial meniscus.